Event description:
Customer called in to report low blood sugars. Troubleshooting indicated that the pump was functioning properly. Customer stated their blood sugars are low for the first six hours after changing the infusion set and twice they dropped so low that their family had to call emergency service to treat them.